Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer checked the device history, powered down, and inspected the bus cable. The bus cable was reorganized, and the rear covers of drawers 4 and 5 were removed to inspect and reseat the connections. An fse inspected all the drawers for faulty slides and confirmed that there were no slide issues. An fse reinstalled the system and ran diagnostics, performed full operations, and all tests were satisfactory, resulting in the customer recovering. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.